Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the expiratory channel printed circuit board (pcb), and pressure transducer pcb were replaced and returned for investigation. Our investigation revealed that when the returned pcbs were connected to a test ventilator, the reported failed pressure transducer test pre-use check failures could be confirmed during investigation when the retuned pressure transducer pcb was connected to a test ventilator and a pre-use check was performed. The returned expiratory channel pcb failed flow transducer test when the pcb connected to a test ventilator and a pre-use check was performed. The received logs confirmed the reported failure on (B)(6) 2022. The previous data were overwritten. No root cause has been determined however the issue is being monitored for future trends. In case a trend is identified the issue will be addressed to our research and development department for further investigation. We have concluded that there was a random component failure with expiratory channel and pressure transducer pcbs. No device logs have been received. The root cause could not be determined.

Event description:
Manufacturer's ref#: (B)(4).